Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the remaining portions of the lead in the patient were explanted.

Event description:
It was reported that during a revision procedure on (B)(6) 2023 [related manufacturer report number: 1627487-2023-00819, 1627487-2023-00820], one lead fractured during explant and a portion of the lead remains in the epidural space. It is unknown which lead fractured.